Manufacturer narrative:
One cardiomems patient electronic system with accessories was received for evaluation. Visual inspection revealed the power supply cable was frayed with exposed and fractured wires. A test-standard power supply and power cord were used, and the unit was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the power supply cord were discovered during evaluation of the device. The patient electronic unit and power supply cord were replaced and there were no adverse consequences reported by the patient.